Event description:
The clinic mgr from the dialysis unit informed vasca's senior dir of sales, in 2005 of an apparent infection in a lifesite pt, pt presented with fever and chills and was treated with infection algorithm per IFU in 2005. The devices were explanted in 2005.